Event description:
As reported by the user on (B)(6) 2015, a (B)(6) female treated on (B)(6) 2015 for evlt of the left great saphenous vein. Follow up visit on (B)(6) 2015 noted an endovenous heat-induced thrombosis (ehit) on duplex. The ehit was classified as ehit1; close proximity to the junction. No anti-coagulant was prescribed. Pt was instructed to wear compression socks. No hospitalization was required. The laser generator used during the event is available to be returned to the manufacturer. The associated single use laser fibers were disposable of by the user and are not available to be returned to the manufacturer.

Manufacturer narrative:
The laser involved in the incident was returned for evaluation. The unit was tested at various power settings from 2 watts to 12 watts. All readings are within specification. The laser was fully functional tested and no out of specifications conditions or defects were noted. The unit functioned as intended. A review of the lot history records was performed for the reported packaging lot (4800694) for catalog number (11403002) of the single use laser fiber used for any deviations related to the reported defect of the complaint. The review confirms that the packaging lots and all component lots met all material, assembly, and performance specifications. Although the complaint is confirmed, a root cause cannot be determined. There were no reports of a laser malfunction during the procedure and the laser functioned as intended during functional testing. The user manual, which is supplied to the user with this unit contains warnings and statements stating that dvts are a known procedural complication. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4) .